Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015 when the patient's drive line culture came back positive for (B)(6). At the time the patient reported bloody yellow drainage but denied any recent drive line trauma. The patient was discharged on (B)(6) 2015 with intravenous(IV) vancomycin treatment for 4 weeks. The patient is currently doing well at home and is on chronic doxycycline to manage the infection. It was also reported the patient has had chronic pseudomonas. No additional information was provided.